Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the eri on ins non-rechargeable. It was reviewed eri indicated elective replacement indicator, and steps to bypass information screen, contacted to healthcare provider to discuss further. Patient stated the patient programmer showed incorrect information of battery being low. Patient services (pss) reviewed screen meaning several times. There was a dissatisfaction with ins longevity, patient stated the device was only a year old and patient couldn¿t go through another surgery because insurance wasn¿t going to cover a replacement. The result of the call was patient was redirected to follow up with healthcare provider (hcp) to discuss replacement and insurance coverage, pss reviewed ins longevity. It was noted the patient hearing loss and wore hearing aids to hear, it was confirmed hearing loss was unrelated to the device. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that since september 9, 2018, they have tried to contact the rep to ¿share problem¿. The patient reported that they asked to have the rep provide them with a written and personal demonstration of charging battery, but this has not been done nor is it planned to be done. The battery quit working at 10am on (B)(6) 2018 and new battery is planned to be inserted (B)(6) 2018, a 10-yr. Rechargeable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they had appointment with the doctor to resolve the eri issue. The patient weight reported at the time of the elective replacement indicator (eri) was (B)(6).